Event description:
During ect procedure, pt sustained 2nd/3rd degree burn on head. Md did not apply enough gel on metal disc. Biomed notified to evaluate machine for any malfunction. Biomed report states, "informed that there was a pt incident involving this unit. Awaited release by risk mgmt dept. Other dept felt that incident result of not enough transmission gel used on pt surface aras resulting in burning of pt. Picked up and tested in shop. Inspected unit, concerned with ect pt cable and lead wires. Tested for impedance, both internally and with external meter. Found no breaks in either area. Unit responded at various percent engery levels. Returned to dept.